Event description:
It was reported that during a surgical procedure at the user facility, there was visible plastic pieces found in the cement. The procedure was completed successfully with back up product. There was not a clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, there was visible plastic pieces found in the cement. The procedure was completed successfully with back up product. There was not a clinically significant delay, no medical intervention, and no adverse consequences reported.